Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The manufacturer received information alleging hard to breath. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 11/23/2023 and section h11 should be reported as: the manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The manufacturer received information alleging hard to breath. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.